Event description:
It was reported that the pt had medical problems with no specific info. It was stated that there was pt contact and that removal of the intraocular lens (iol) was required. The incision was enlarged to remove the lens. No pt injury was reported.

Manufacturer narrative:
Provided the date received by manufacturer, which was missing from follow-up no. 1. Placeholder.

Manufacturer narrative:
The intraocular (iol) lens was not received for analysis following explant at the time of submitting the medical device report (MDR). All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the cracked optic took place and no other optical deviations could be found. The lens met all manufacturing specifications prior to release. A review of the complaint records revealed that no similar complaints from this production order were received. The production order was reviewed and showed no deviations. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.